Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported no blood flow from the marker lumen and difficulty to flush; however, operator error contributed to the use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling. It should be noted that the perclose proglide instructions for use states: verify marker lumen patency by flushing the marker lumen with saline until the saline exits the marker port. Do not use the perclose proglide smc device if the marker lumen is not patent.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional peripheral procedure. Reportedly, although the proglide marker lumen failed to pre-flush with saline prior to use, the proglide device was inserted in the patient and no blood flow was seen at the marker lumen. The proglide device was removed and manual arterial compression was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.